Event description:
It was reported that the patient manipulated the implantable loop recorder in the pocket which caused the implantable loop recorder (ilr) to migrate out of the pocket. A new ilr was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.